Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure performed on (B)(6), 2010 ((B)(6) male; weight unknown). According to the complainant, the patient's anatomy was not tortuous and the physician was able to position the stent within the stricture. Once in position, the physician attempted to deploy the stent by pulling the deployment suture. The deployment suture was not caught on anything, but seemed to be stuck and would not release the stent. The stent was reported to have not deployed at all. The procedure was successfully completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; partial deployment.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the distal stent loops were deployed. During analysis when an attempt was made to retract the deployment suture, the shaft bent backwards and the deployment thread could not be retracted. No issues were noted with the crochet stitches at the point of release from the stent. When the device was held at the tip and with the deployment thread was pulled at the point of release from the stent, it was possible to retract the deployment thread and fully deploy the stent. No issues were noted with the profile of the deployed stent. A labeling review revealed that this device was used per the directions for use and product label. Manufacturing documentation was reviewed and no anomalies were found. There have been no similar complaints reported for failure to deploy or partial deployment for this batch. As a result of this investigation, this event has been assigned the most probable root cause of design.